Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.

Event description:
Reportedly, an in-vitro calibration error occurred and svo2 could not be measured. No patient injury reported.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Manufacturer narrative:
In 2009 (through follow-up with the health-care provider), it was learned that the device was explanted due to perivalvular leak. Per the operative report, after implanting the valve, "the patient had a perivalvular leak of unknown significance." The valve was explanted and it was replaced with another bioprosthesis.the device history record (DHR) review was completed on 01/18/2010, and there was no nonconformance found related to this event.